Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing syncope/near syncope and pain. The patient also reported their implantable pulse generator (ipg) "spiking". The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.